Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient indicated that this artificial urinary sphincter (aus) pump was not working resulting in recurring incontinence. Troubleshooting was performed, but the physician was unable to resolve the issue. The aus was removed and replaced. No further patient complications were reported.

Event description:
It was reported that the patient indicated that this artificial urinary sphincter (aus) pump was not working resulting in recurring incontinence. Troubleshooting was performed, but the physician was unable to resolve the issue. The aus was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the device underwent a thorough analysis. The pump was visually inspected, and leak tested. No damage or abnormalities were identified. The pump passed the leak, functional testing and performed within product specifications. The balloon was visually inspected, leak tested, and functionally tested. No damage or abnormalities were identified. The balloon passed the leak test, functional testing and performed with product specifications. The cuff was visually inspected, and leak tested. A tear was identified in the cuff shell consistent with a sharp instrument or tool. The cuff did not pass the leak test performed. The damage most likely occurred during the explant and will not be considered a device malfunction. Based on the information available and analysis results, the clinical events reported of a mechanical issue and incontinence were unable to be confirmed.